Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset and assisted the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.